Event description:
The account stated the architect c8000 chloride assay generated inconsistent results on a patient specimen. The specimen generated architect c8000 chloride of 97 mmol/l but repeated 106 mmol/l. The account uses a normal range of 98 - 107 mmol/l for chloride. The inconsistent chloride results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - probe was dirty. The instrument and ict probe is functioning at the customer site and is not needed for the evaluation of the complaint issue. To investigate the issue, the investigation team reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the clinical chemistry integrated chip technology (ict) na+. K+, & cl- sample diluent reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The ict probe was found to be dirty. After the component replacement of the ict probe, no additional erratic occurrences have been documented since.